Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of rod breakage. After a review of related complaints, each rod fracture incident occurred with parts from various lots, manufactured at various times, and manufactured by two separate vendors. Given this random assortment of failures, it is unlikely that the occurrence of this risk can be linked to any manufacturing defect. Inspection of the fractured rod is not possible as no explants have been returned to globus from this incident, and no imaging is available to confirm the reported issue. The sales representative was unable to be contacted after 3 attempts. Without additional information and considering that surgical conditions cannot be replicated outside the operating room, the cause of this failure is unknown.

Event description:
The patient had an l4-s1 interbody fusion with the creo 4.75 screw system on (B)(6) 2023. The patient returned to the surgeon in late 2025 for pain. Surgeon determined the patient had adjacent level disease at l3-4 and possibly an immature fusion from the previous surgery at l4-s1. The patient was scheduled for an l3-4 posterior interbody fusion, which was done on (B)(6) 2026. During the surgery on (B)(6) it was determined that one of the previously placed 4.75 cobalt chrome rods was broken, and the patient had not fully healed/fused from the original surgery.